Manufacturer narrative:
This report is associated with (B)(4), polident denture cleanser tablets.

Event description:
It's just a small amount like a sip of coffee but I spit it out and possibly took in just a small amount [accidental device ingestion] case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a male patient who received double salt denture cleanser (polident denture cleanser tablets) tablet (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started polident denture cleanser tablets. On an unknown date, an unknown time after starting polident denture cleanser tablets, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident denture cleanser tablets. Additional information adverse event information was received via phone call on 23 january 2018. Consumer stated, "I want to know if it's safe if you accidentally swallowed polident 3 minute denture cleaner. It's just a small amount like a sip of coffee but I spit it out and possibly took in just a small amount."